Manufacturer narrative:
Concomitant medical products and therapy dates: viscoelastic during surgery: duovisc alcon. Irrigating solution & medication during surgery: serum phy bss. (B)(6). (B)(4). Reason for non evaluation: code 81 - to date, the intraocular lens (iol) remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the post operative follow up visit at seven (7) days was ok and then patient came back one (1) day later and showed a vision loss within 24 hours without red eye nor pain. Patient was hospitalized for puncture of anterior chamber and intra vitreous treatment and IV antibiotics. There were no intraoperative complications. Post operative history, including post-op visual acuities at day 7 was 4/10, myopy at -15 with cataract. On (B)(4) 2014, patient was ok with a full recovery.

Manufacturer narrative:
Hospitalization should have been checked. Concomitant products: 1mtec30 cartridge, lot cm01962, duo visc (alcon) and balanced salt solution (serum phy) manufacturing records for the intraocular lens (iol) were reviewed. All process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. The documentation shows that the production order was manufactured according to specifications. No deviation or nonconformance (ncr) was reported. All pertinent information available to the manufacturer has been submitted. Placeholder.